Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 the patient reported that there was no medication in his pump because the pump had not been refilled, so the pump was "just lying there near the spinal cord". The patient did not report when the pump should have been refilled or how long there had been no medication in the pump. The patient was calling because he was recently diagnosed (2 weeks ago) with hydrocephalus and wanted to know if the hydrocephalus could be caused by a blockage with the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.